Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective charged coupled device (ccd) chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus gynecologic laparoscope had a loose connection in the scope. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the charge coupled device was broken which caused a purple image. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the device evaluation found the fiber bonding in the outer tube area (distal end) was damaged and the outer tube had a dent . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.